Event description:
An implant record was received indicating that a patient under went full revision due to low impedance. The suspect product has not been received to date. No additional information is available to date.